Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp was blocked. The following information was provided by the initial reporter: material no: batch no: unknown. It was reported that there was difficulty flushing/priming.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp was blocked.the following information was provided by the initial reporter: material no: batch no: unknownit was reported that there was difficulty flushing/priming.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09/15/2020 there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 20045838 d.4. Medical device expiration date: 04/13/2023 h.4. Device manufacture date: 04/13/2020 d.4. Medical device lot #: 20045836. D.4. Medical device expiration date: 04/11/2023. H.4. Device manufacture date: 04/11/2020. D.4. Medical device lot #: unknown . D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation conclusion it was reported that the sets had difficulty flushing/priming. Received one used extension set model 20019e lot unknown (set 1). Also, received three used extension set model 20038e lot 20045838 (set 2-4) and three used extension set model 20038e lot 20045836 (set 5-7). The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Further inspection was performed under magnification and found no visible damages, occlusions, or any issues were observed with the sets. Functional testing was performed by attaching a 10ml lab syringe filled with blue dye water to each of the sets¿ smartsites. The syringe plunger was gently depressed and the sets reprimed successfully with no flow resistance, occlusions, or any issues. Equipment used (inspection performed on (B)(6) 2020) - optical ram-cnc, eq08204, calibration due date: 05feb2021 a device history record for model 20019e with lot number 20045838 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 13apr2020. The search showed that there were no quality notifications for the failure mode reported by the customer. A device history record for model 20019e with lot number 20045836 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 11apr2020. The search showed that there were no quality notifications for the failure mode reported by the customer. A device history record could not be performed for the set with lot unknown due to no lot number was provided by the customer. The customer report that the sets had difficulty flushing/priming was not confirmed. The root cause of the customer¿s experience was not identified as the sets reprimed/flushed with no evidence of occlusions or any issues. H3 other text : see h10